Event description:
The customer contacted baxter's technical service center and reported that the homechoice (hc) was in fill 1 of 61. The home patient (hp) stated that the hc was supposed to have 5 cycles. The hp's therapy was now set to high do tidal defaults with 61 cycles. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse she was aware of this event. The patient was pushing buttons and accidentally reprogrammed the device. The nurse stated that they corrected the programming at the clinic and the patient was able to resume therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4).the device is not being returned for evaluation.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. During a follow-up call, the nurse stated that home patient was pushing buttons and had accidently reprogrammed the device. The programming was corrected and home patient was able to resume therapy. The cause for the reported issue was determined to be use error. A labeling review found labeling to be sufficient for the use error identified in this report. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.